Event description:
It was reported during implantation of one dual chamber permanent pacemaker, the right ventricular lead's exhibited high capturing threshold and pacing impedance. The lead had dislodged. Physician then tried to reposition the lead, but the helix was not retracting or extending. The physician decided to replace the lead with a new lead to complete the procedure. The patient was stable.

Manufacturer narrative:
Correction: section g2, report source should have selected "distributor" rather than "blank".

Event description:
Additional information received notes that the high capture threshold resulting in loss of capture.